Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic nephrectomy procedure, damage was noted to the device cord. While the unit was being applied at the tissue, the surgeon noted a burn in the monopolar lap cord. A stryker reusable hook was also in use. They opened a new product to complete the case. No patient injury noted.